Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin at the time of the event. The customer was educated that cold insulin is off label per the tandem user guide. Customer¿s blood glucose level was not impacted. The customer continued to use current cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The event date listed on b3 is reflective of the time zone of the country of the event.